Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("perforation: essure coil piece taken out by doctor") and device breakage ("perforation: essure coil piece taken out by doctor") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems or changes"). On an unknown date, the patient experienced device expulsion ("there is one essure in my uterus which my doctor did not see when she removed one"), abdominal pain lower ("excessive cramping"), rash ("skin rashes"), alopecia ("hair loss") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery ((B)(6) 2017 ¿ bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, device expulsion, abdominal pain, dysmenorrhoea, dyspareunia, abdominal pain lower, rash, alopecia, urinary tract infection, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - in 2012: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 12-jul-2018: pfs received - new event "there is one essure in my uterus which my doctor did not see when she removed one" were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain lower ("excessive cramping"), rash ("skin rashes"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, abdominal pain lower, rash, alopecia, urinary tract infection and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, pelvic pain, rash, urinary tract infection and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("perforation: essure coil piece taken out by doctor") and device breakage ("perforation: essure coil piece taken out by doctor") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain lower ("excessive cramping"), rash ("skin rashes"), alopecia ("hair loss"), urinary tract infection ("urinary tract infection"), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems or changes"). The patient was treated with surgery ((B)(6) 2017 ¿ bilateral salpingectomy), surgery ((B)(6) 2017 ¿ bilateral salpingectomy) and surgery ((B)(6) 2017 ¿ bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, abdominal pain, dysmenorrhoea, dyspareunia, abdominal pain lower, rash, alopecia, urinary tract infection, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - in 2012: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. New reporter and plaintiff demographic added. Essure implant date and indication updated. New events abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), bladder/urinary problems or changes, urinary tract infection, perforation: essure coil piece taken out by doctor were added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("perforation: essure coil piece taken out by doctor") and device breakage ("perforation: essure coil piece taken out by doctor") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems or changes"). On an unknown date, the patient experienced device expulsion ("there is one essure in my uterus which my doctor did not see when she removed one"), abdominal pain lower ("excessive cramping"), rash ("skin rashes"), alopecia ("hair loss") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery ((B)(6) 2017 ¿ bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, device expulsion, abdominal pain, dysmenorrhoea, dyspareunia, abdominal pain lower, rash, alopecia, urinary tract infection, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - in 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.